Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and aptus endoanchors were implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. During the index procedure, an angiogram revealed a proximal type I endoleak after the stent graft and aptus endoanchors had been implanted. It was reported that during the advancing of the delivery system through severely tortuous iliac arteries the stent graft was angled. The stent graft was implanted with the top edge of the fabric at an angle and the infrarenal aortic neck was uncovered for a greater distance distal to the right renal artery than had been planned resulting in the proximal type ia endoleak. The physician elected to implant an endurant aortic cuff, and modelling the stent graft with a reliant balloon the type ia endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy. No additional sequelae were reported and the patient is fine.